Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer had elevated blood glucose (bg) levels (313 mg/dl). A manual injection was delivered to address elevated bg levels. Customer was ultimately able to clear the alarms. Reportedly, the customer will continue to use the pump for insulin therapy.